Manufacturer narrative:
Correction to g3 - the initial report was submitted with aware date 25jan2024. The correct aware date is 23jan2024. Manufacturer's investigation conclusion: review of the submitted log files confirmed lvad internal fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 23jan2024. A continuous left ventricular assist device (lvad) internal fault alarm was captured throughout the entirety of the file, which indicated an lvad communication issue that may be resolved with power cycling. The onset of the event was not captured. No other notable events or alarms were captured. It was reported that the lvad internal fault was presumed to be due to an esd event. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 7 of the IFU and section 5 of the patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) fault alarm. Log file review was requested, and the periodic and event log files contained lvad_internal_fault / (f59,f46) e2p_crc alarms on (B)(6) 2024. Technical services stated that the error codes were associated with an lvad eprom fault which indicated a transient miscommunication between the pump and the system controller. It was noted that the alarm causes the pump to change the pump speed to 5000 rpm. Technical services also stated that the alarm may be resolved with a power cycle to the pump. Additionally, the log file contained a few low flow estimates as well as sustained low flow hazard events. These events may have been a result of the lower speed change caused by the lvad fault. The doctor decided to just change the controller and the patient benefited from a modular cable exchange since it was starting to show degradation. The site noted that since planning to send back the controller with the fault, no additional log files had been downloaded. The new controller was stated to work great, and speed increased back to 5500. The cause of the alarm was presumed to be from an electrostatic discharge event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.